Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information indicates that the device has been explanted. As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri). Battery voltage reportedly measured 2.65 volts prior to 27 months of implant. Current battery voltage reportedly measured 2.21 volts. Technical services discussed explant recommendations. To date, no adverse patient effects were reported with this clinical observation.